Event description:
A malfunction alarm was reported, with no significant events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions on how to reset the pump, which resolved the issue, and advised monitoring for any recurring malfunctions. The customer acknowledged and understood the guidance given.